Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge coupled device and / or internal circuit board of the scope connector broke due to handling the device. It is likely that the following could have been a cause of the issue while handling the device: -earth wire of system was not connected. -insertion/removal of scope connector while power of system was on. -dirt and/or fluid adhered to scope connector contacts. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image from the subject device was distorted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing found there was no image displayed from the device. The report of the image being distorted was not confirmed during inspection but occurrence was considered to be likely. In addition, the adhesive on the bending section cover was deteriorated, scratched, and peeled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.